Manufacturer narrative:
Correction: medical device serial. Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf . Device eval by manufacturer?, if other specify, remedial action required, remedial action. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the morphine infusion was started at 1738 with 10mcg/kg/hr, volume was 0.95 ml/hr. When checked the syringe pump, it shows "patient received 40 ml within 2 hours". Syringe pump and brain was not due for preventive maintenance and there was no broken parts. All the setup and programming was correct as indicated by the physician order, notified to physician and assessed the patient. There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that the morphine infusion was started at 1738 with 10mcg/kg/hr, volume was 0.95 ml/hr. When checked the syringe pump, it shows "patient received 40 ml within 2 hours". Syringe pump and brain was not due for preventive maintenance and there was no broken parts. All the setup and programming was correct as indicated by the physician order, notified to physician and assessed the patient. There was patient involvement.